Event description:
It was reported that the lead was removed when a reposition was unsuccessful. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.